Event description:
Additional information was received that after the valve dislodged, moderate central aortic insufficiency and moderate paravalvular leak (pvl) was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 product lot/serial number unknown; product type: delivery catheter system (dcs); implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient that had pure aortic insufficiency with no leaflet calcium, the valve dislodged when releasing it into the left ventricle to a depth of 15 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). Paravalvular leak (pvl) and central aortic insufficiency was reported. An attempt was made to pull the valve higher into the annulus with a 24 mm non-medtronic balloon, however was unsuccessful. The patient was stable. The valve was surgically removed and replaced with a surgical valve. It was reported that the cause of dislodgement was no calcium to help hold the valve in place and the aortic insufficiency. No additional adverse patient effects were reported.